Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The submission of this report by convatec or related info to the FDA and its release by the FDA, does not reflect an admission by convatec, or a conclusion by the FDA that this report or related info that convatec, their employees, or the convatec device caused or contributed to the reportable event. S4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt had an intermittent red rash with weepy skin under the tape collar. The pt experienced this condition for a period of six months prior to complaint receipt. No further info was provided and the pt outcome was not reported.